Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina pectoris. Subsequently, index procedure was performed. The target lesion was a de novo, eccentric, type b2, diffuse over 2cm, non occluded lesion located in the severely calcified and severely tortuous mid proximal right coronary artery (rca) with 75% stenosis contained in over 90 degree bend and was 16 mm long with a vessel diameter of 3.0 mm and with timi flow of 3. It was treated with predilatation and placement of 3.00x16mm promus element ¿ drug eluting stent at 18 atmospheres. Following post-dilation, residual stenosis was 0% with timi flow 3. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented with isr of the previously placed study stent in mid proximal rca and was treated with percutaneous coronary intervention (pci). The event was considered improved.